Event description:
It was reported that noise/oversensing was seen involving this device. A review by technical services (ts) noted sense b node noise in the primary sensing vector and visible noise during an atrial fibrillation episode. Ts discussed verifying the secondary sensing vector and consider programming the device to this vector after performing provocation maneuvers. An x-ray was also recommended to verify system condition. Additional information noted that the patient was evaluated in office. Noise was seen in the primary sensing vector. The noise was seen at rest and high amplitude noise when touching the device pocket. All the sensing vector were evaluated, and no noise was seen in the secondary sensing vector, thus the device was reprogrammed from the primary to the secondary sensing vector, and an x-ray was planned. It was noted that images taken at implant showed a good connection. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that noise/oversensing was seen involving this device. A review by technical services (ts) noted sense b node noise in the primary sensing vector and visible noise during an atrial fibrillation episode. Ts discussed verifying the secondary sensing vector and consider programming the device to this vector after performing provocation maneuvers. An x-ray was also recommended to verify system condition. Additional information noted that the patient was evaluated in office. Noise was seen in the primary sensing vector. The noise was seen at rest and high amplitude noise when touching the device pocket. All the sensing vector were evaluated, and no noise was seen in the secondary sensing vector, thus the device was reprogrammed from the primary to the secondary sensing vector, and an x-ray was planned. It was noted that images taken at implant showed a good connection. The device was explanted and was not planned to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that noise/oversensing was seen involving this device. A review by technical services (ts) noted sense b node noise in the primary sensing vector and visible noise during an atrial fibrillation episode. Ts discussed verifying the secondary sensing vector and consider programming the device to this vector after performing provocation maneuvers. An x-ray was also recommended to verify system condition. Additional information noted that the patient was evaluated in office. Noise was seen in the primary sensing vector. The noise was seen at rest and high amplitude noise when touching the device pocket. All the sensing vector were evaluated, and no noise was seen in the secondary sensing vector, thus the device was reprogrammed from the primary to the secondary sensing vector, and an x-ray was planned. It was noted that images taken at implant showed a good connection. The device was explanted due to another performance allegation, and it will not be returned to this case. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated. "E. Initial reporter" tab was corrected, an unspecified physician reported this case. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.